Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated above the rated burst pressure noted in the dfu. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in the mid to distal left anterior descending artery. A 12mm x 2.75mm nc quantum apex mr balloon catheter was used for predilating the lesion. Upon inflation at 22atm the balloon ruptured. It is unknown how many inflations were performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was listed as good.

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in the mid to distal left anterior descending artery. A 12mm x 2.75mm nc quantum apex mr balloon catheter was used for predilating the lesion. Upon inflation at 22atm the balloon ruptured. It is unknown how many inflations were performed. The procedure was completed with a different device. No patient complications were reported and the patients¿ status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).